Event description:
A 0.012 noncordis terumo micro guide could not be introduced up to the end of the prowler 10 microcatheter (mc). With investigative attempts, it was reported that no further procedural information is available.

Manufacturer narrative:
Review of the manufacturing documentation associated with lot 13182316 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product was received for analysis with observed compressed and flattened sections. The device was measured and found to be within dimensional specifications. With insertion of a 0.010 lab sample guidewire (gw) an obstruction was encountered at 18.5 cm from the hub. The microcatheter was cut open longitudinally in order to inspect for ptfe delamination. The device showed no ptfe delamination along the inner lumen. The obstructing material appears to be crystallized contrast material. With ftir analysis of the material, the material could not be identified. A comparison of the ftir spectrum of the obstructing material with ptfe (microcatheter inner lining) and frekote (material from the mandrel used during the manufacturing process) was negative. The obstructed failure reported by the customer was confirmed. No conclusion can be made regarding the cause of the compressed and flattened found on the returned product. Inspections are in place to prevent this type of failures from leaving the facility (100% visual inspection and 100% testing to confirm mandrel slides easily through the inner lumen of the microcatheter is done. The cause of the obstruction during functional testing was an unknown material stuck in the inner lumen of the microcatheter. Although the obstructing material found on the returned product was unable to be identified, based on the analysis, it does not appear to be manufacturing related. Based on the lack of procedural information related to the reported microcatheter obstruction, no conclusion can be made regarding the root cause of the event; however, the analysis suggests that procedural factors may have impacted the event as reported.